Manufacturer narrative:
Concomitant: product ID 37712, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported he had an adjustment with the manufacturer's representative (rep) about 2 years prior to 2016-(B)(6). They adjusted it so it was even because some of the wires were not working up there. There was uneven stimulation. The rep got it all adjusted so it was evened. Relevant medical history included failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer reported one of the leads was not working. Another program was added because one side did not work.